Event description:
Patient representative reported ¿baker iii encapsulation bilaterally," "some lateral displacement", "moderate ptosis bilaterally¿, and "upon palpation, the left breast had more rippling". The reported event of "thinning of the subcutaneous tissue¿ has been deemed not related to the device. Affected side is left. The device status is unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker iii encapsulation".